Event description:
It was reported that this patient received inappropriate antitachycardia pacing (atp) therapy and inappropriate shocks from this implantable cardioverter defibrillator (ICD) device and device therapy was exhausted. A review of the device data by boston scientific technical services (ts) indicated that the device provided inappropriate therapy due to a supraventricular tachycardia (svt), which is an atrial-driven arrhythmia. Ts discussed possible device programming options in response to this episode with two (2) different healthcare providers (hcps). A subsequent episode with six (6) inappropriate shocks was reported approximately one (1) month later. Ts discussed with the physician that the device had low programmed treatment settings and operated as programmed but again provided inappropriate therapy due to an atrial-driven arrhythmia. The device remains in-service. No additional adverse patient effects were reported. Additional information was received that the patient again received inappropriate atp therapy and inappropriate shocks from this ICD device in a new stored episode. Device therapy was exhausted. Ts indicated that the inappropriate therapy was again provided due to a svt rhythm. Ts provided possible device programming options to the hcp. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate antitachycardia pacing (atp) therapy and inappropriate shocks from this implantable cardioverter defibrillator (ICD) device and device therapy was exhausted. A review of the device data by boston scientific technical services (ts) indicated that the device provided inappropriate therapy due to a supraventricular tachycardia (svt), which is an atrial-driven arrhythmia. Ts discussed possible device programming options in response to this episode with 2 different healthcare providers (hcps). A subsequent episode with 6 inappropriate shocks was reported approximately 1 month later. Ts discussed with the physician that the device had low programmed treatment settings and operated as programmed but again provided inappropriate therapy due to an atrial-driven arrhythmia. The device remains in-service. No additional adverse patient effects were reported.